Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on screen as well unexplained no delivery alarm. Customer¿s blood glucose level was unknown. Customer stated that the screen was difficult to see the display. Customer also stated that they received diminished battery life from day 1 use as well as grinding during rewind. Customer troubleshooting was not performed. The insulin pump will not be returned for analysis.